Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached end of life (eol) status two years after implant. The device exhibited a fault code indicating a long charge time warning.